Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the healing abutment screw fractured off inside of the implant. Implant remains implanted. Tooth #12.

Manufacturer narrative:
An unknown healing abutment was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage. Damage drive feature and a fracture at the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the complaint. The reported devices locations were #12 and length of use is approximately over 20 years. X-ray images were provided by the customer. The x-ray image shows the product fractured inside the implant. Review of appropriate documentation: document reviewed: instructions for use ¿ prosthetics for zimmer dental implant systems ¿ IFU 4894 rev 6 ¿ 08/19. Information identified: contraindications, warnings, precautions and breakage. DHR review: DHR review could not be performed, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: no complaint history review could be performed without relevant lots and item information for unknown healing abutment. Post market trend review: august post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed. Sections updated: d10: unknown zimmer implant was added as a concominant device as the customer clarified that the healing abutment screw fractured off inside of the implant resulting in damaged threads of the the implant which were able to be repaired. Therapy date was not provided.

Event description:
The customer provided additional details of the event as it pertained to the healing abutment screw fracture. They reported that the doctor was able to retrieve the piece cemented inside the bridge abutment and it looks like a healing abutment. The doctor was unable to unscrew the broke piece out of #12. He ended up drilling it out until there was only a thin piece of metal left in the threads that was able to remove with an explorer. It was also reported that some of the threads at the base of the fixture were damaged. He was able to use a tap tool to clear the threads.